Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided: the image was consistent with complaint of frayed cable. Intuitive surgical, inc. (Isi) did receive the 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged pitch cable at distal end. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction to section d: primary product batch/lot number was updated to k10230504 0210.

Event description:
Refer to h11 for follow-up information.